Event description:
It was reported to covidien on (B)(6) 2010 that a customer has an issue with a foley catheter. The customer reported, they attempted to remove the product from the patient, and the balloon did not deflate. The catheter was cut at the inflation port in order to deflate the balloon.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.